Manufacturer narrative:
The cause for the discordant advia centaur xp chiv results is unknown. Siemens requested the sample, however the sample has been discarded and there are no other samples from this patient available. Confirmation testing was not performed on this sample. The customer declines further assistance. Qc results were within range at the time of the testing indicating that the assay and the system is performing within specification. (B)(6) results were obtained on two reagent lots (lot 117090 and 117092) when the sample was run concurrently, indicating that this is not a reagent lot specific issue. Specimen stability or a specimen mix-up cannot be ruled out. The IFU states in the limitations section: "the calculated values for anti-hiv and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer. Currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." Advia centaur xp chiv reagent, lot 117090, expiration date october 29, 2016. (B)(4). Advia centaur xp chiv reagent, lot 117092, expiration date november 21, 2016. (B)(4).

Event description:
During validation of a new lot of advia centaur xp hiv ag/ab combo (chiv), a sample which was historically (B)(6), resulted as (B)(6) on two advia centaur chiv reagent lots. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, (B)(6) results on the advia centuar xp chiv assay.